Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 53 days . No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient developed high grade bacteremia. Enterococcus facialis was seen in blood cultures done earlier in the week. The patient was started on vancomycin on (B)(6) 2018 but developed sensitivities and was converted to ampicillin/ceftriaxone. Positive blood cultures on (B)(6) 2018 were consistent with ongoing severe bacteremia. Parenteral antibiotics were administered. No additional information was provided.

Event description:
The event resolved on (B)(6) 2018.

Manufacturer narrative:
Manufacturers investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not conclusively be determined through this evaluation. Under MFR 2916596-2019-01909 the account communicated that on 17jul2018, the patient underwent a CT scan of the abdomen. Persistent pneumatosis in the mid and distal ileum was seen, as well as new surrounding inflammatory change. Due to these findings, the account was concerned about bowel ischemia. There was mild improvement of the right retroperitoneal hematoma (reported under MFR 2916596-2018-02952), stable bilateral pleural effusion with adjacent atelectasis or pneumonia, and stable pericardial effusion. The patient was taken to the or for an exploratory laparoscopy. A resection of the terminal ileum was performed and there was incontinuity of the right colon. The patient had pneumatosis of the terminal ileum and showed chronic patchy ischemia with several focal perforations without gross contamination, mesenteric venous gas, or mesenteric ischemic cecal ileus. No product is available for investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Localized, driveline, pump pocket or pseudo pocket infection, and bleeding are listed in the heartmate 3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection, as well as information regarding anticoagulation, including the recommended inr values, are provided in the IFU and the heartmate 3 lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.